Event description:
It was reported that pump displayed malfunction code 15, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump, did not experience recurring malfunction after reset, and was advised to continue using pump and call back if the issue occurred again.